Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted medical device details mentioned under d1, d2a and d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6003152 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code " leakage from infusion site (specific cause not identified)" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out (B)(4) passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out (B)(4) passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out (B)(4) passed the test. A batch record review was conducted ]resulting in the following: the lot 6003152 was manufactured according to the work instruction version 68 manufactured in the line 4, on 07/sep/2023, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code " leakage from infusion site (specific cause not identified)" and lot 6003152 and other one complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date additional patient or event details have been received which is added in h11.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage at site event on 14-june-2024. Infusion set has been used for 6 hours. The blood glucose level was 10-17mmol/l. Customer replaced infusion set and resumed insulin successfully. No further information available